Event description:
It was reported that after multiple passes, the tip of needle broke off while passing a suture in an open rotator cuff repair. Second needle was used to complete case. Physician was able to see where needle was and felt it was better to leave it than to attempt to retrieve it, as it could have gone into the joint.

Manufacturer narrative:
Patient demographics (date of birth and weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The typical cause(s) of this type of event include the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device remains in patient.